Manufacturer narrative:
On (B)(6) 2020, mentor became aware that patient underwent bilateral explantation and replacement of ruptured right and intact left with 350cc mentor silicone gel on the right side and with 325cc mentor silicone gel on the left side on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/14/2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The paperwork received with the device indicated that the date of surgery was (B)(6) 2020. Hence, field d5 or explantation date has been updated to (B)(6) 2020 on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/20/2020, device evaluation was completed. Device evaluation summary: during visual evaluation, an anomaly on posterior view was observed on the device consistent with a crease/fold. On anterior expanding to posterior view, an area of separated material was also observed within the crease/fold, measuring approximately 8.0 cm x 4.0 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a 350cc mentor memorygel breast implant and was presented with breast implant rupture on her right side postoperatively. As a result, the patient underwent explantation and replacement of device on (B)(6) 2020.